Manufacturer narrative:
The device has been explanted and has been returned to innsbruck, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that at the beginning, the pt experienced fluctuating hearing sensations and then he was no longer able to hear with his device. Testing was carried out which confirmed that the device has malfunctioned. The pt was re-implanted in 2008.